Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient was unable to increase the amplitude. X-rays confirmed that paddle lead had migrated. As a result, a surgical intervention may be taken to address the issue.

Event description:
Additional follow up revealed that surgical intervention is now scheduled as the next course of action.

Event description:
Further follow up revealed that patient¿s issue was resolved through reprogramming. There are no surgical plans for the patient.